Event description:
Revision surgery - the pt had a failed hemispherical arthroplasty. The surgeon removed the foundation humeral stem and head.

Manufacturer narrative:
The reason for this revision surgery was to remedy a failed hemi arthroplasty after ten months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report associated with this product. The parts were not used and dispositioned and returned to the vendor. (B)(4). The root cause for the failed hemi was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.